Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use in: gif-xp290n IFU operation manual chapter 3 preparation and inspection _3.8 inspection and connection of ancillary equipment¿, reprocessing manual ¿reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the scope connector. There were no reports of patient involvement.